Event description:
The procedure was a transcatheter arterial embolization. There is no information regarding the target lesion. When the physician injected contrast material into the microcatheter, he found that the material leaked from the microcatheter. The physician could not confirm where the leak happened. In addition, when he used another injection, the same problem occurred. The physician stopped using it and completed the procedure with another microcatheter. There was no patient injury.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.